Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch. No unlocked keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unable to download due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's nurse reported via phone call of issues with the customer's insulin pump. The nurse states that when downloading the device, it returned invalid entry and all the data read was discarded. It was reported that the pump would be replaced and returned for analysis. No further information provided.